Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). At this time, no sample has been provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. Additional attempts are being made to obtain any info or samples that can be provided. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: description of reported event - b braun pump kept stopping for air bubble warning. After multiple attempts to troubleshoot pump and restart medication, nurse primed a new tubing. While attempting to prime the new tubing using the pump, the patient became bradycardic. When able to re-started the pump, patient became asystole.